Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose level was 300 mg/dl. The customer was treated with the insulin drip. The customer also reported that insulin pump had multiple pump error alarm. The troubleshooting was performed for the pump error alarm and they were able to clear the alarm and complete the rewind. The customer stated that self test was performed and it was passed. The device will not be returned for the analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was reported via phone call that they were not using the auto mode feature on insulin pump at the time of event.